Event description:
The customer reported failure of alarm speaker.

Manufacturer narrative:
(B)(4). The customer reported that this intellivue mp5 had a "failed alarm speaker." Based on the available info, it remains unk whether this monitor generated visible "speaker malfunc." Inop message, or how the speaker failure manifested at all (e.g. If the speaker still emitted sounds with or without error message, or if alarm lamps were lit in case of an inop/alarm). As the customer has apparently recognized the speaker failure, and as no pt adverse event/adverse pt impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, pt alarms & technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss of audio even though a visual warning is provided and product labeling describes personal surveillance. The intention of monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.